Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
The reporter indicated that the dell x5 programming computer screen froze. Good faith attempts to obtain additional information are being made, but have been unsuccessful to date.